Event description:
It was reported that the surgeon inserted a 20.5 diopter cq2015 three piece collamer lens, and the injector tore the lens during insertion. The lens was removed, and replaced with the same model lens without any pt incident.